Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced that the infusion set didn't last long due to it did fell off. No further information was available.